Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 12-oct-2021: event did not occur while pump was in use with a patient. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Problem was found in the device ehl (event history log). Replaced the dso (downstream occlusion sesnor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump exhibited an alarm message "cassette not attached" although the cassette was attached. No patient harm was reported at this time.